Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 and had more than one previous occlusion event with same actions taken to resolve each occurrence. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, confirmed that cartridge had not been in use for more than 48 hours, reported no frequent or recurring occlusion issues, and case was closed by technical support.